Event description:
Boston scientific received information that this pacemaker reached end of life (eol). At the last follow-up, the calculated longevity was 1.5 years, and at the follow-up on (B)(6) 2011 the device was in eol. This pacemaker was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.